Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being in the emergency room due to high blood glucose and her blood glucose reading was treated with an insulin drip and the insulin pump. The customer stated that she experienced nausea and was throwing up. No further information was provided.